Manufacturer narrative:
We have now concluded our investigation for the complaint received. No product identification information was provided and thus a manufacturing record review could not be conducted. Our medical team were asked to perform an investigation. It was concluded; ¿per communication, the device did not malfunction; however, it was "was a mistake assembling the console¿. The nurse stated that she "did not connect the blue tipped tubing waste tubing to the patient port on the waste canister" and the unsecured line "fell out after approximately 1/2 litre of saline." It was reported that the nurse suffered a sprain and was off duty for 1-2 weeks but is back without further issues. No further medical assessment is warranted at this time.¿ a risk management review was carried out. Based on the information provided, there are no further actions required as the actual device was working satisfactorily but the nurse had not directly followed the IFU. As per the instructions for use for versajet ii exact; ¿attach end of waste evacuation tubing (blue tip) to waste container. Do not connect to a port containing a filter or to the port labeled ¿vacuum¿. You must ensure that there is an additional open port on the waste containers lid. Ensure there are no kinks or other external obstructions in saline supply, high-pressure and waste evacuation hoses.¿ the instructions for use must be directly followed to ensure safe and proper use. The root cause of the event was the reported procedural usage error and staff impact beyond the reported sprain is not anticipated. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the versajet console spilled saline on the floor and the nurse slipped and fell. Upon further investigation, the staff confirmed there was a user error while assembling the console. Per the nurse, she "did not connect the blue tipped tubing waste tubing to the patient port on the waste cannister", she said "she only placed it in the larger hole of the waste cannister. It was not secured and it fell out after approximately 1/2 liter of saline. The nurse that slipped had a sprained left wrist and a bruised upper thigh. Device is working correctly after re-assembling the console. The nurse current status is fine.